Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels over 600 mg/dl. The call did not feel that it was an insulin pump related issue. At the time of the call, the insulin pump was alarming battery out limit. Assisted with the alarm. Nothing further was reported.